Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000274193 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 sealing of the tip jaw became impossible and it could not be used. They continued to have trouble cutting properly. A new product was released and the procedure was successfully completed. There was a delay in the procedure. There was no health damage to the patient.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.